Event description:
Baxter reported that the patient needed to replace the transfer set because it was broken. The patient realized it was broken because it was leaking during use. The set was placed in 2005. There was no patient injury or medical intervention associated with this complaint according to baxter.